Event description:
On 06/05/2026, fujifilm healthcare americas corporation became aware of an event involving persona c. The customer reported that they hear a popping noise and burning smell when scanning; unusable-not scanning; no error messages. When inspected, fuji engineer found no loose wires, bad components, signs of burning/smelling boards, were found. The unit operates with no issues. However, the patient status is unconfirmed. Due to the unknown patient status after multiple attempts with customer, fujifilm healthcare americas corporation is reporting this event in an abundance of caution. Ref: fujifilm healthcare americas corporation complaint # (B)(4).